Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased/high pacing thresholds and erratic sensing several weeks post-implant. An x-ray was obtained that revealed a perforation in the rv with accompanying pericardial effusion. Therapy was programmed off and a revision procedure later performed to reposition the lead. The helix did not retract within 20 rotations and then suddenly retracted. The physician encountered difficulty re-extending the helix until it suddenly extended. The physician elected to extract the lead at which time a piece of myocardium was observed entwined in the helix. A new rv lead was then implanted without further complication. The explanted lead will not be returned. No additional adverse patient effects were reported.